Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: strip issue, user has high glucose value.

Event description:
Customer complaint of a blood glucose result of "hi". Customer stated that she feels well and no medical attention was needed. I verified that the current vail of strips was within expiration date of 10/28/2016 and was purchased and opened today. Performed back to back blood test, results were "hi" and "hi". Reviewed the last five blood glucose readings in the meter memory: (time was not set correctly). Expected blood sugar is within 200 mg/dl - 230 mg/dl. Customer does not have a control solution.

Manufacturer narrative:
(B)(4). Product not yet evaluated. MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(4) 2015).